Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that both the right ventricular (rv) epicardial leads exhibited high thresholds. The second rv epicardial lead was capped and replaced.

Manufacturer narrative:
Concomitant medical products: 4968-35 lead, implant date: (B)(6) 2019, 5071-35 lead, implant date: (B)(6) 2019, 4968-35 lead, implant date: (B)(6) 2019, w1dr01 ipg, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undefined bipolar impedance qualified as high and a polarity switch. The rv was capped and replaced. No patient complications have been reported as a result of this event.